Event description:
It was reported occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. Customer cleared the alarm and reported that the cartridge would be changed. There was no reported adverse impact to customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.